Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found.the returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator¿s display went blank. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. A service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) to address the issue. The unit passed all testing and operated within the manufacturing specifications.